Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 173021: 130 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability caused by a loose patella implant after about one year from primary surgery. The surgeon revised the patella and the surgery was completed successfully.